Manufacturer narrative:
Section a4: weight is estimated. Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg had reached end of life (eol) and programmer displayed "replace generator" message. As such ipg was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.